Event description:
It was reported the patient had pectus bar and lactosorb pectus stabilizer implanted (B)(6)2008. Patient came in for follow up exam on (B)(6)2009, he now has some redness and fluid over stabilizer, and was placed on bactrim. On (B)(6)2009 visit noted over the weekend the wound opened and drained blood and fluid, patient continued on bactrim. On (B)(6)2009 patient is doing better with less drainage. Closed wound with minimal drainage. Follow up visit on (B)(6)2009, surgical site is with interruption on left lateral chest incision with visible white plastic particulate matter extruding from wound. No signs or symptoms consistent with infection. Particulate matter was removed, and site cleansed and dressed. Placed on antibiotics.

Manufacturer narrative:
Visual examination of photo taken by doctor's office. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.